Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that troubleshooting was needed for a recharging issue. Poor or no telemetry with recharging was reported. The patient has difficulty recharging, unable to charge. It hasn't been working for a while. The patient found out that he needs an MRI for his lower back and his device was not MRI compatible. The patient wants to get an MRI compatible device. It was noted that there was not a suspected problem with the device or therapy. The symptoms reported were: degenerative disc has gotten worse and pain still in back and legs. The degenerative disc disease was pre-existing to the implantable neurostimulator (ins) implant. The patient has been using regular pain management medication and was getting tolerant to the drugs, so has to keep increasing dose. The patient was going to follow up with his health care provider (hcp). The indication for use included failed back surgery syndrome. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.